Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating and the medications were not updated. The station was not found on remote smart service (rss), displayed a message indicated that the device had been deleted and was not available on lists or search results. The station was currently shown rss offline. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.